Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the endoscope on the endoscopic controller (ec) and found initialization issues and no image appeared on the vsc. Top of touchscreen had banner that read "no video signal. Check video connections and power" and bottom of touchscreen for arm 2 read "endoscope self-test failed. Clean connector or replace endoscope." Replacing the ec resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure the site was getting faults with two different endoscopes. Caller stated that they performed troubleshooting prior to calling in. Caller stated that they tried hard rebooting the system and reseating both scopes several times with no change. The technical support engineer (tse) noted 48406 faults on endoscope sn 10070863. Tse was unable to view logs prior to restart at time of call. Tse recommended trying a third endoscope. Caller stated that the surgeons were going to proceed laparoscopically in the meantime. The procedure was converted to laparoscopic surgery; there was no indication of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Conclusion code updated to d15 based on failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported failure. In artemis logs, the error 48406 illuminator watchdog timeout, reason: dcib metadata watchdog timeout. The endoscope controller was installed and tested into a golden pca system where the component functioned as expected. Fa could not replicate multiple 48406 pointing to the dcib inside the ec. The dcib was found to be the root cause of the reported failure.